Manufacturer narrative:
Insulin pump passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No prime or fill anomaly was noted. Insulin pump error 63 alarm (variableinfo=3) confirmed in the insulin pump history due to broken trace on u1 keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received insulin pump error after performing self test. The customer reported that self test and displacement test passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.